Manufacturer narrative:
Submit date: (B)(6) 2016. One used sample was returned to the manufacturing facility. Initial visual examination found that the inflation valve was not present. The notes attached to the complaint confirm that the valve was removed in an attempt to deflate the balloon. Also there was a small tear in the inflation line of the shaft below the y funnel. A guidewire was inserted in an attempt to burst the balloon. This may have caused the tear in the shaft. As per our quality management system, a corrective and preventative action investigation was initiated to identify the most probable root cause and recommend corrective actions. From our investigation, one potential root cause is the shape of the balloon when inflated. It was noted that if the balloon has a kidney shape orientation this may cause the inflation hole to block. This can be caused in the clinical setting and also by the balloon shape itself. The specification for balloon symmetry has been reviewed and the specification tightened to prevent kidney shaped balloons. This has now been implemented. As no lot number was identified in the complaint report, a review of the DHR (device history record) could not be carried out. Based on the above, no further action is required at this time. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The correct registration number for the (B)(4) facility is 9611018.

Manufacturer narrative:
Submit date: 10/09/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a urology catheter. The customer reports: a nurse from the pediatric unit in (B)(6) reported an incident where a foley catheter balloon would not deflate. After attempting to remove the catheter unsuccessfully, the child had to go to the emergency department for catheter removal. There was no harm to the child.